Event description:
It was reported that noise leading to oversensing and episodes of inappropriate mode switch was observed on the right atrial (ra) lead. Lead damage due to subclavian crush was suspected but was not confirmed visually. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.